Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting an intermittent loss of ventricular capture which resulted in syncopal episodes.